Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a blood leakage at the connection part. The event occurred immediately on use at the hospital. There was unknown patient involvement and there was no reported patient harm.